Event description:
Caller tried on a hearing aid which they had recieved via internet. Two days later, ear's became congested and worsened until caller heard metallic sounds and they "felt out of balance." Five days after first trying on device, they saw their general practitioner who stated both ear drums were retracted. Sudafed and atrovent were prescribed. Caller eventually saw an ent doctor and by then the condition had resolved. Caller then again tried to use the hearing aid and the symptoms returned. They stopped using the device but still have some metallic noise and feels "out of balance". Called manufacturer to request money back and manufacturer said that was not possible.